Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from a non-vitros quality control fluid when processed on a vitros eciq immunodiagnostic system. A definitive assignable cause for the event could not be determined. A vitros tsh reagent issue cannot be ruled out as a contributing factor. There was no indication that an instrument issue contributed to the event.

Event description:
The customer observed higher than expected vitros tsh results obtained from a non-vitros quality control when processed on a vitros eciq immunodiagnostic system. Vitros tsh results: 0.176, 0.170 and 0.167miu/l versus expected 0.11 miu/l. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if to occur undetected. There was no allegation of patient harm. (B)(4).